Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that his infusion set tubing separated at the luer lock connection. He stated that his wife smelled insulin and he noticed that the tubing was loose. The patient reported that he changed his infusion set tubing and administered a bolus. The patient reported that his blood glucose was high (no value provided). The patient stated that after the bolus, his blood glucose returned to normal. The patient experience felling "sluggish, tired and lethargic" with the elevated blood glucose value. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the product; therefore, no product will be returned for evaluation.